Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After assembly of the body to the reclaim stem, despite several attempts, the surgeon was unable to detach the assembly device from the prosthesis. The prosthesis was therefore removed and replaced with another implant. This resulted in a 50 minute surgical delay.